Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging a test strip port issue with the subject meter: it would only work if the test strip is pressed hard inside the test strip port. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has received the meter involved with this complaint; however, device evaluation has not been completed. Lfs will evaluate it/them and inform FDA of product(s) testing results in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.